Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own noted. Pump received with cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window.

Event description:
It was reported the customer had a keypad anomaly. It was found the customer's scroll bar is moving without input from the user. The customer was advised their up or down button may be stuck. Customer also stated an unexpected restart alarm had occurred after changing their battery. Customer's blood glucose was 283 mg/dl. The customer had treated their blood glucose with an injection. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.